Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that after the endurant bifurcated stent graft (MFR report# 2953200-2011-01422) was implanted below the renal arteries, a blush was seen on the final angiogram run, which was thought to be a type I endoleak. The physician elected to implant an aneurx cuff proximally (MFR report# 2953200-2011-01423); however, the same endoleak was still present. A stent from another manufacturer was then placed; however, the same endoleak was still evident. At this point, the physician thought the endoleak might be a type IV endoleak. No further intervention was performed, and the pt will be monitored. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: endoleak. Results/conclusions: (unk cause of endoleak).